Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received ineffective stimulation from the scs system. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model (reference MFR. Report#: 1627487-2018-08695). The existing lead remains implanted and was connected to the new ipg. Reportedly, effective therapy resumed post-operative.